Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that the reportable malfunction occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited eyepiece section markings worn, scope body was crooked, distal end worn and light guide bundle was fractured. There was no patient involvement.